Manufacturer narrative:
For the differences in the tsh and ft4 values generated from the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. In case a sample is analyzed with different analyzers, the generated values are to be interpreted in relation to the normal reference ranges of the assays of the different analyzers. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 iii assay results for 4 patients whose samples were tested on a cobas 8000 e801 module with serial number (B)(4). It is unknown if the initial results were reported outside of the laboratory. The patient samples were sent to an investigation site and an outsourced laboratory. The investigation site uses a cobas e 801 and a cobas e 411. The outsourced laboratory uses an abbott architect analyzer. Please refer to the attachment in the medwatch for the questionable results. The serial number of the e 801 at the investigation site is (B)(4). The serial number of the e 411 at the investigation site is (B)(4). The tsh v2 reagent lot number at the investigation site is 574298 with an expiration date of 30-sep-2022. This medwatch is for the tsh v2 assay. Refer to the medwatch with patient identifier (B)(6) for the ft4 iii assay.